Event description:
The customer reported getting a defib failure cycle power, error 01000.

Manufacturer narrative:
(B)(4): the customer reported getting a defib failure cycle power, error 01000. On (B)(6)2010, the customer reported that replacing the power pca resolved the issue.